Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. Concomitant medical products: model: 900sfc34, heart ring; implanted:(B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post a tricuspid valve repair the physician was concerned the repaired valve might be damaged by the right ventricular (rv) lead. The physician chose to suture the lead down to the septal wall in the rv to minimize its movement. Post-op analysis of the implantable cardioverter defibrillator (ICD) system discovered very low rv coil and rv pacing impedances. An electrophysiologist (ep) later decided to extract the entire ICD system and replace it with a transcatheter pacing system (tps) and subcutaneous implantable defibrillator (sq ICD). It was noted that the device and lead extraction procedure was uneventful. No patient complications have been reported as a result of this event.